Event description:
In (B)(6) 2010, I received a depuy pinnacle hip implant. I received 6wks physical therapy and recovered quickly with no pain. In late (B)(6) 2012, I started having discomfort in my hip. I continued having pain and weakness in my hip with grinding and ratcheting noises. X-rays showed that the implant was in proper placement. The discomfort became worse and I was having rashes on my face and arms which I thought may be from changing dryer sheets. After discontinuing the use of the new dryer sheets, I still had the rashes. My upper left arm had a raised, red, itchy spot that continued to worsen. Two different times when I was going through security at the (B)(4) airport, I had to be "wanded" because of the metal implant, the spot on my arm caused the wand to beep. I know that's hard to believe, but it happened. On (B)(6) 2012, my doctor ordered a blood test for chromium/cobalt which showed high levels, especially cobalt. I had the device replaced in (B)(6) 2012. A blood test 6 months afterward showed no sign of cobalt or chromium. Since 2012, I have had some vision problems, a hemorrhage, a torn retina and a detached retina. I don't know if that is a result of the metal in my blood or not. Some doctors say no, others say it's possible.